Event description:
On 5/11/2000, the facility's or buyer informed the MFR's sales rep of the following: the catheter would not advance through the peel away sheath. The physician tried several times from several different positions. No further details were provided.